Manufacturer narrative:
The proximal half of the working length of the insertion section, and the handle of the device was returned to olympus for evaluation. While the other half of the working length was not returned. The guide wire was bent. The returned portion of the device will be forwarded to the original equipment MFR for further investigation. The exact cause of the user's experience could not be conclusively determined at this time. If additional and relevant information becomes available at a later date, this report will be supplemented.

Event description:
The user facility reported that during a therapeutic colonoscopy the polyloop was used to ligate lipoma tissue. The user was successful in placing the polyloop over the tissue, and was able to ligate the tissue. However, the polyloop became stuck in the plastic sheath, and could not be removed from the patient. The user attempted to use a loop cutter to remove the polyloop, but it was not successful. As a result, the user utilized a scissor to cut the plastic sheath from the handle, and was able to withdraw the scope from the patient. However, the polyloop along with the plastic sheath were left in the patient. The patient was released on the same day. The nurse stated that they will wait for the patient to normally pass the device. The procedure was completed and there was no patient injury reported.